Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail is broken is missing the ratchet rivets. The account replaced the side rail ratchet rivets to resolve the issue.